Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for analysis as a detached needle and a suture piece of product code y415. During the visual inspection of the detached needle, the swage and attachment area were as expect, however no suture remnant at the barrel of the hole were observed. In addition, the suture piece returned for review is the tail of the sample with a length of 43 cm with body fluids and the end cut appears to be by the use of a surgical instrument. When handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to the application of surgical instruments such as forceps or needle holders. According to the sample condition, we are unable to determine the cause as the suture was not returned complete. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent gastrectomy on (B)(6) 2019 and suture was used. During the procedure, the needle separated from suture during tissue passage. The surgery was completed with new suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation as a detached needle and a suture piece. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and no suture remnant was noted into the barrel hole. The suture piece was examined, and present body fluids and the impression of the swage area was not observed due to the ends suture were cut appears to be by the use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.